Manufacturer narrative:
This device (lot 13287046) is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the mid left anterior descending coronary artery. The vessel was described as a native coronary artery, and reference vessel diameter was 3.0mm. Lesion length was 14mm. Pre-procedure diameter stenosis was 99 percent. Post-procedure stenosis was zero percent. The lesion was described as denovo, without major side branch involvement, eccentric, with >45-90 degrees angulation, little to no calcification and was a readily accessible at proximal segment. Lesion classification was type b1. The lesion was predilated with a 2.0x12mm balloon at 10 atms. A 3.0x18mm cypher select plus stent was deployed at 18 atms with suboptimal results. Post dilatation was conducted with a 3.0x18mm balloon at 6 atms and a dissection occurred. After deployment of the cypher stent, a type a dissection was noted. A 2.50x8mm cypher select plus stent was deployed at 16 atms to treat the dissection. The stent was not fully expanded and therefore it was post-dilated with a 2.5x8mm balloon at 18 atms. The stents were implanted overlapping each other. Intravascular ultrasound (ivus) was not conducted.